Event description:
It was reported that the pump touch screen was cracked and eventually went black. There was no reported impact to the customer's blood glucose level as bg values are unknown. The device is being returned, and a replacement pump has been issued.